Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this incident that occurred in (B) (6). Problem: this x-ray system table is not firm during trace subtract fluoro and a 3d roadmap which affects image quality. This may result in a diagnostic position not being clearly visible which in turn may result in pt harm.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.